Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 8042b implantable crt-p: (B)(6) 2009. A p1501dr implantable pulse generator:, (B)(6)2009. A 4968-35 implantable pacing lead: (B)(6) 2009. A 4968-35 implantable pacing lead: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation. Holter telemetry showed evidence of intermittent ventricular and atrial oversensing. The two rv (right ventricular) leads and the atrial lead remain in use. No further patient complications have been reported as a result of this event.